Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging "inflammatory response; lung disease; cancer, lung. Upper right lobe of the right lung; lymph nodes around the lung". There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to a third-party service center for investigation. During the evaluation of the device, the third-party service center visually inspected the device and did not find contamination from cigarette smoke or insect infestation. There was no evidence of foam particles or degradation. The device was scrapped. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.